Event description:
A 13mm asd device was implanted approximately six (6) years ago. The patient presented in late 2008, and was confirmed to have erosion of the device. During the surgical intervention, 1-2mm of the occluder disc was seen through the atrial wall. The surgeon took pictures of the device in vivo. The patient was reported to being doing fine after repair of the defect. Per the implanting physician: is a gentleman who had device closure of a patent foramen ovale following a stroke, which occurred in 2002. His device closure was with a 14 mm amplatz atrial septal occluder, and had been implanted in 2002. He initially had an episode of atrial fibrillation treated with cardizem but subsequently has be asymptomatic with normal follow up reports. Dc initially presented to the emergency department in 2008, because of an atypical pounding chest pain, which occurred in the evening. It was dull in nature and worse when breathing. He was evaluated in the emergency department where no significant abnormalities were found at that time. He subsequently was well until december 9. At that time, he notes that he had been somewhat active during the day with some work in the snow for about three hours, but seemed to feel well and did not feel particularly overexerted from that work. He presented with acute chest pain while lying in bed, and was subsequently evaluated in the emergency department again. During that evaluation, he had a chest CT, which demonstrated a moderately large pericardial effusion. He was subsequently admitted to the hospital and an echocardiogram was performed in the ccu, which demonstrated a moderate circumferential pericardial effusion with evidence of tamponade. The pericardial effusion was drained with a pericardial catheter, and 325 cc of sanguinous fluid was removed with a hemoglobin of about 12 grams/deciliter. He was subsequently monitored in the ccu, and an echocardiogram was again obtained, which demonstrated the 14 mm amplatz atrial septal occluder. He had a transesophageal echocardiogram which demonstrated the device, and that it appeared to be appropriately positioned. There was no pericardial fluid at that time, and although the device appeared to be close to the dome of the aorta, there was no specific recognizable abnormality. He had subsequent echocardiogram later that day, which again demonstrated no recurrent pericardial effusion. However, because of the concerns of an erosion, he was evaluated by a cardiac surgeon and subsequently taken to the or where an erosion of the dome of the left atrium of approximately 4-5 mm was observed by the cardiac surgeon. The tip at the upper margin of the amplatz atrial occluder was observed in this defect in the dome of the left atrium. There was some pericardial bleeding noted as well. The device was excised and the atrial septum repaired with pericardial patch. He subsequently is recovering from his surgery and is doing well.

Manufacturer narrative:
We are awaiting the images and additional photographs to further review this event.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings:this patient underwent closure of a pfo defect with an amplatzer septal occluder. The small tunneled pfo had a thick limbus and a thin septum primum rim with an adequate aortic rim. The procedure was uneventful; however, aggressive balloon sizing of the defect was performed and a very large device was placed in the high defect. The post-procedure follow-up revealed the device conformed to its shape, and the waist and disc edges touched the aorta. The left atrial disc was pushing into the atrial free wall at left atrial dome. Approximately six years later, the patient presented with pericardial tamponade. The intraoperative echocardiogram (after the tamponade) showed the edge of the disc in the pericardial cavity. He was sent to surgery where a tear in the left atrial dome was seen. The device was removed, the tear was repaired and the defect was closed. .the cause of this patient's erosion six years post-implant was due to the implant of an over-sized device for a pfo defect. The procedure was performed prior to the recommendations of using stop-flow diameter and over-sizing of the device was published. There are no clear explanations as to why the erosion occurred six-years post-implant.

Manufacturer narrative:
(B)(4).